Manufacturer narrative:
(B)(4): the correct date should be (B)(6), 2013 ((B)(6) 2013) which is the date that baxter first became aware of the reportable serious injury. Should additional relevant information become available, a follow up medwatch will be submitted

Event description:
It was reported that the patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. This was manifested as the patient not feeling well. The patient was hospitalized for the reported event. The treatment for peritonitis included vancomycin (dose, frequency and route not reported). At the time of this report, the vancomycin treatment had been withdrawn and the patient had been discharged from the hospital. The patient had recovered from the peritonitis and pd therapy was ongoing. Additional information was requested, and was not available. This is report 1 of 3 for this patient.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h21087 and h13g19083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient and event as (B)(4).